Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed at (B)(6) hospital via tka (the date of the primary surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the tibial insert. The incision was 20cm, under general anesthesia, the duration of the revision surgery was 90 minutes. The lot number of the explanted tibial insert could not be seen because its printing was wearing out. The surgeon commented that the cause of the revision surgery was oxidation and wear of the tibial insert. The patient will undergo rehabilitation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.